Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the atrial lead suture sleeve detached. Two days after implant the suture sleeve was found in the pulmonary artery. The physician decided that intervention was not necessary. No patient symptoms were reported.